Event description:
Meter name: one touch ultra. Strip name: lifescan one touch ultra teststrips. Meter code: 38, strip code: 38. Strip storage: unknown. Symptoms: none. A patient reported they were treated in hospital and states "I could have died". Their meter allegedly was inaccurately erratic. The result on their meter was 121 mg/dl and 188 mg/dl. The result on the hospital meter was unknown. No comparison reported by customer. Treatment was: "patient was given glucose and treated in hospital". No further information has been reported.